Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 180 mg/dl. Nothing further reported.

Manufacturer narrative:
No unexpected button error alarm noted. The insulin pump had intermittent up arrow button due to moisture keypad trace. No unexpected numbers ramping noted. Unit had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner, cracked lcd window, cracked reservoir tube, scratched case, broken belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.